Event description:
Reporter indicated that hp jornada handheld computer was not holding a charge. Product analysis identified a broken solder joint resulting in an intermittent connection between the board and the main battery, which would cause the device to power down.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.